Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a PICC line was placed approximately 16 days prior to the event date of (B)(6) 2016 at a different facility. Reportedly there was a spit in the line and the patient had another PICC line inserted without any complications.. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a PICC line was placed approximately 16 days prior to the event date of (B)(6) 2016 at a different facility. Reportedly there was a spit in the line and the patient had another PICC line inserted without any complications.. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
One catheter was returned for investigation. A visual examination noted the wing mold is split; causing partial separation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The single lumen peripherally inserted central venous catheter set is shipped with instructions for use: (IFU), t_mpic_rev5. Pdf; which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. If lumen flow is impeded, do not force injection or withdrawal of fluids. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.